Event description:
On 10/15/1999 customer reported that at the end of the procedure a donor complained of nausea, general malaise, tingling, and felt hot/warm. The procedure was ended and the donor was reinfused. Symptoms stopped at the end of the donation. Donor was given fluids and allowed to rest with head down and feet up. Donor left in good condition.